Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 30.4mmol/l with unspecified ketones, nausea, excess urination, and extreme thirst associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. Reportedly, the pump lost power related to a battery change. During troubleshooting, the reporter inserted a battery from a new pack, but the pump did not power on. The reporter confirmed that there was no damage to the pump, no moisture in the pump, and that the battery cap was able to secure properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with unexplained power loss.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the black box indicated an unexplained reboot had occurred on (B)(6) 2015 at 00:36 and deliveries were never resumed. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete test. The test battery cap was able to fully tighten to the pump with no yellow o-ring showing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally to the verify screen with functional auditory and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No power interruptions occurred during testing. The pump cover was removed and there were no defects found to the power circuit. Unrelated to the complaint, investigation revealed a cold solder connection on the continuous glucose monitor module and that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).